Event description:
The complainant alleged while monitoring a pt (age and gender unknown), the device intermittently displays dashed line. The complainant was unable to indicate if the result of the reported malfunction had an adverse effect to the pt.